Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent hysterosalpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure (batch no. C51060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done during insertion". The patient's past medical history included hot flashes and night sweats. Concurrent conditions included obesity, hypothyroidism, menses painful since 2013, insulin resistance since 2010, breast lump since (B)(6) 2016 and endometrial polyp since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and the first episode of dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), the second episode of dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), bladder injury ("bladder was nicked during surgery") and pelvic pain ("pain"). The patient was treated with surgery (endometrial ablation) and surgery (laparoscopic assited vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage, alopecia, migraine, headache, weight increased and bladder injury outcome was unknown and the abdominal pain and the last episode of dyspareunia had resolved. The reporter provided no causality assessment for bladder injury with essure. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight: 250 lbs. Approximate weight at time of essure placement: 234 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:novasure endometrial ablation done during insertion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: lot number, reporter information, patient details, other relevant history, lab data, product information. Events-menorrhagia, dyspareunia, hair loss, migraines, headaches, weight gain, bladder was nicked during surgery,pain were added. On 4-apr-2018: medical records received: reporter information and other relevant history were added.novasure endometrial ablation done during ablation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure (batch no. C51060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done during insertion". The patient's past medical history included hot flashes and night sweats. Concurrent conditions included obesity, hypothyroidism, menses painful since 2013, insulin resistance since 2010, breast lump since (B)(6) 2016, endometrial polyp since (B)(6) 2016 and depression. Concomitant products included biotin, bupropion, bupropion hydrochloride (wellbutrin xl), citalopram, colecalciferol (vitamin d3), duloxetine, fish oil, gemfibrozil, lactobacillus acidophilus (microgenics probiotic 8), levocetirizine dihydrochloride (xyzal), levothyroxine, levothyroxine sodium (synthroid), metformin, multivitamin, phentermine and venlafaxine. On 6-may-2016, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), the second episode of dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and pelvic pain ("pain"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles") and procedural complication ("bladder was nicked during surgery"). The patient was treated with ibuprofen, surgery (endometrial ablation) and surgery (laparoscopic assited vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on 30-dec-2016. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage, the last episode of dyspareunia, alopecia, migraine, headache, weight increased and procedural complication outcome was unknown and the abdominal pain had resolved. The reporter provided no causality assessment for procedural complication with essure. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight: 250 lbs. Approximate weight at time of essure placement: 234 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion concerning the injuries reported in this case, the following one was reported via medical records:novasure endometrial ablation done during insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. C51060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done during insertion". The patient's past medical history included hot flashes, night sweats, spotting vaginal, menstrual disorder, menometrorrhagia, c-section, oral surgery and hemorrhoidectomy. Concurrent conditions included obesity, hypothyroidism, menses painful since 2013, insulin resistance since 2010, breast lump since (B)(6) 2016, endometrial polyp since(B)(6) 2016, depression, vaginal bleeding, menorrhagia and breast mass. Concomitant products included biotin, bupropion, bupropion hydrochloride (wellbutrin xl), citalopram, colecalciferol (vitamin d3), duloxetine, fish oil, gemfibrozil, lactobacillus acidophilus (microgenics probiotic 8), levocetirizine dihydrochloride (xyzal), levothyroxine, levothyroxine sodium (synthroid), metformin, multivitamin, phentermine and venlafaxine. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), the second episode of dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), pelvic pain ("pain"), hot flush ("hot flashes"), mood altered ("mood changes") and menopause ("hormonal changes: menopausal"). On (B)(6) 2016, 6 months 23 days after insertion of essure, the patient experienced depression ("depressive disorder"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles") and urinary tract procedural complication ("bladder was nicked during surgery"). The patient was treated with ibuprofen, surgery (laparoscopic assited vaginal hysterectomy and bilateral salpingectomy.) And surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, the last episode of dyspareunia, alopecia, migraine, headache, weight increased, urinary tract procedural complication, pelvic pain, hot flush, mood altered, depression and menopause outcome was unknown. The reporter provided no causality assessment for urinary tract procedural complication with essure. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, headache, hot flush, menopause, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight: 250 lbs. Approximate weight at time of essure placement: 234 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram on (B)(6) 2016: total bilateral occlusion.; in (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:novasure endometrial ablation done during insertion, menorrhagia, hot flashes, mood changes, weight gain, hair loss, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received. Events added: hot flashes, hormonal changes: mood changes, menopausal, depression. Concomitant conditions and lab data was added. On 6-nov-2018: medical records received: reporters added. Historical and concomitant diseases added. Auto-narrative supplement updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.